Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-33085. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005958 have already been previously tested in the complaint (B)(4) on 01/jul/2025. Test results: the reference samples were visually inspected. All test results were found within specifications as per the test report. Device history record (DHR) review: the lot 6005958 was manufactured according to the work instruction (wi) version 111 manufactured in the line # l-5, on 12/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction code product used off-label or against the contraindications or not according to the IFU. [Only use if no actual product malfunction has been reported] and lot 6005958 and no other more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other more complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Initial and final MDR (B)(4) MDR. Device 1 of 10 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced ten infusion sets tubing detached events on (B)(6) 2024 from connector. Infusion sets were used for 24-48 hours. Patient resolved the issue by using tap at the site. No further information was available.